Event description:
It was reported on (B)(6) 2025, during a selenia dimensions 3d mammography system procedure, the user observed system movement when rotating the c-arm. A field service engineer (fse) was dispatched to examine the equipment and found the tomo arm was loose. The fse replaced the loose vta bolts to correct the issue and completed necessary calibrations. The fse verified that the system is functioning in accordance with manufacturer specifications. No patient/user injury reported.